Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a vbulk fet error was found in the device's error log. The device's system board with daughter board need to be replaced due to corrosion in order to address the issue. The customer requested that the device be returned unrepaired. Additionally, the inlet air path assembly and removable air path foam were replaced preventatively.